Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) shock impedance was between 130 and 140 ohms for the past year. The lead was capped and abandoned during routine exchange of the cardiac resynchronization therapy defibrillator. A new rv lead was successfully implanted and no additional adverse patient effects were reported.